Event description:
Menstrual changes began almost immediately after implantation. Cycle initially moved from once every 4 weeks, to once every 3 weeks, eventually ending with periods in one month at time of hysterectomy, with no more than 2 days between bleeding. Bleeding became unnaturally heavy (leaking through a super plus tampon in less than an hour), and was accompanied by large clots. New pms symptoms developed: extreme breast tenderness (like engorgement pain when nursing), nipple discharge, mood swings with weeping and rage, and migraines. Additional issues include blurred vision, memory problems, inability to concentrate, severe fatigue, stabbing pains in pelvic area, migraines, joint pain (unable to make a fist), heat flashes, constant nausea, constant lower back pain (like back labor), constant itchiness all over body and concentrated in the armpits, pain down left hip area, rash on backs of thighs. On 3 occasions I experienced such severe abdominal and rectal pain that I was unable to walk/sit/urinate/defecate, was vomiting and sweating profusely, these episodes lasted for 2 days on 2 of the occasions and all 3 occurred following orgasm. Hysterectomy (cervix, uterus and tubes) performed on (B)(6) 2013. All symptoms have either lessened or completely resolved once the essure product was removed.